Event description:
It was reported that an unknown failure occurred on the homechoice pro device during use. It is unknown if the patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1999. The device was received and an evaluation was performed. The reported problem was not identified during the event history log review. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no defects or malfunctions found. A visual inspection noted an unrelated issue: cover door damaged which was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.